Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain, lumbar radiculopathy and other chronic/intact pain (trunk/limbs). It was reported that the reason for call was the patient stated they fell from the rafters of a boathouse on saturday and hit the boat and fell onto the deck. The patient stated they couldn't catch their breath and felt like they were higher than a kite. The patient went to the emergency room (ER) yesterday because they thought they had a blood clot in their lung and they did a scan of their lungs to make sure they did not have a clot. The patient was concerned that their pump was "dosing them too much medicine" or "something was wrong" with the catheter. The patient was redirected to their healthcare provider to further address the issue. The patient stated they had called the doctor's office but hadn't heard back. The patient was wanting to know where to go to get help. The agent reviewed the role of the rep and offered to send a physician listing and an email to local representatives for further assistance.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-mar-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.